Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D9: device availability added. G1: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type updated. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation findings updated to 3221: no findings available. H6: investigation conclusions updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient experienced worsened nerve pain since she started treating with the spinalpak assembly. The patient is treating her lumbar spine with the device. The patient described the pain as starting in her back and going down to her foot. The patient said that she was unable to put her foot down due to the pain and that the pain was horrific. The patient reported that she previously had nerve issues down her leg and they had cleared up. When the patient started to treat with the device, the nerve pain started again. The patient speculated that she may have worn the device for too long. The patient spoke to her doctor and was advised not to use the spinalpak assembly until the nerve pain clears up. The patient is waiting for the nerve pain to go down before using the device. The patient was advised by the sales representative to cut her treatment time down to 30 minutes at a time. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: structural intervertebral peek cages. Medical product: pedicle screws. Medical product: bilateral titanium rods. Therapy date: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced worsened nerve pain since she started treating with the spinalpak assembly. The patient is treating her lumbar spine with the device. The patient described the pain as starting in her back and going down to her foot. The patient said that she was unable to put her foot down due to the pain and that the pain was horrific. The patient reported that she previously had nerve issues down her leg and they had cleared up. When the patient started to treat with the device, the nerve pain started again. The patient speculated that she may have worn the device for too long. The patient spoke to her doctor and was advised not to use the spinalpak assembly until the nerve pain clears up. The patient is waiting for the nerve pain to go down before using the device. The patient was advised by the sales representative to cut her treatment time down to 30 minutes at a time. It was reported that no further information is available.